Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by healthcare provider to not be available. The healthcare provider reported that no additional information is available. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm aortic valve was explanted after an implant duration of eleven (11) years due to severe stenosis (max/mean gradient 108/63 mmhg) and moderate insufficiency. The valve is not available for return. The surgeon is unwilling to give additional information on this event. There were no complications reported. The patient is reported to be well.